Event description:
Hcp reported the pt presented in 2004 complaining of "lbp/leg pain & pain in the pump site; urinary retention; bowel incontinence." The pump infusion rate was decreased gradually. The pump was then explanted the following day. It was then returned to the MFR for cleaning; the pt is requesting the return of the device. It was noted that the pt "has exaggerated pain syn with severe psychological reaction." The pt is now taking oral narcotics.